Manufacturer narrative:
No product has been received. The device history records for the device were reviewed and identified no deviations or anomalies. This device is used for treatment. Additional information received stated the hair was found between the shrink wrap and the outer carton, not within the implant's sterile packaging. The package was not opened and the hair was noticed by inventory personnel. No surgery or surgeon was associated with this event. The cellophane wrap is applied to the outer carton in a standard manufacturing facility, not a cleanroom environment, after sterile package operations are completed. The issue as reported would not have impacted a surgery in any way, as the shrink wrap would be removed prior to attempted use in surgery.

Event description:
It is now known that the incident was discovered by inventory personnel, and not during surgery as previously reported. It was also noted that the hair was found between the cellophane and outer carton and not within the sterile packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that when opening the product to be used in surgery, a human hair was found inside the packaging.